Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that multiple vapr coolpulse 90 electrodes (228146) failed to generate suction in the span of two back-to-back cases. A total of coolpulse 4 electrodes (228146) with lot number u2002105 and expiration date of 2023-01-31 were generating extremely low suction or not generating any suction at all over the course of two cases. Troubleshooting that was tried includes testing suction from tubing to the electrode, testing the device under saline, unplugging and replugging the electrode and powering off and restarting the vapr generator unit. The 4 devices were received, and they were returned in its original packaging. The package is sealed and unopened. Due to the failure reported is related to suction, the device was sent to supplier for further evaluation. Supplier evaluation result for coolpulse 90 electrode without hand controls: four devices were returned has part of the complaint. All devices were returned in the original packaging, with only one device being received with the shelf carton being opened, however, the pouch was still sealed. The used devices were not returned. The devices received were from the same lot number. As the complaint was related to suction and the devices are unused, only suction tests are to be performed on the returned devices; the following result showed one electrode failed the suction test. This device was inspected to establish the cause of the flow blockage. Supplier summary: the devices were subjected to flow tests against specification. Three of the four devices achieved the required flow specification and one was found to be fully blocked. Subsequent investigation established that the active suction path was blocked 20mm from the proximal end of the active tube. There was no clear evidence of ingress of uv glue into the active suction tube, but this is most probably the cause of the blockage. From our investigation we were able to confirm the reported suction failure with one of the four unused devices returned. The complaint failure mode seen likely to be uv glue within the active suction tube and consistent with other complaint devices investigated under CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure is being conducted under CAPA with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, based on a review of the product DHR & ra no containment or correction action related to this individual complaint is required. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that the vapr coolpulse90 electrode had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device failed the suction test. There was no procedure nor patient involvement reported. No additional information was provided.